Event description:
On (B)(6) 2009, the pt underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprosthesis. On (B)(6) 2011, follow-up CT showed type 1b endoleak. On (B)(6) 2011, a talent stent graft was implanted at the distal end of the previously implanted tag device to resolve the endoleak. The pt tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.